Event description:
It was reported the ardis implant broke during surgery. Levels treated were l2-s1 for an unspecified indication. During the implantation process, the cage was loaded onto the inserter and hammered into the disc space. The side wall portion of the cage broke away as the disc space was very tight. The broken piece was removed with suction and the rest of the cage was removed as well. Another of the same size implant was used to complete. There was an approx 2 min delay to the case. No pt impact. The construct was made up of competitor hardware and 4 ardis implants.

Manufacturer narrative:
Product is expected to be returned but has not yet been received.